Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was found in the patient's stomach. Another capsule was used during the same procedure and was attached successfully. There was no patient or user harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: b5. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Visual inspection of the delivery device found no notable conditions. Functional testing found the device to function normally and within specifications. A comprehensive examination could not be performed because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the capsule failed to attach to the patient's esophagus and was found in the patient's stomach. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that it met all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was located in the patient's stomach. Another capsule was placed successfully on the same procedure. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue, and the entire device, including the handle, was maintained in the horizontal plane during insertion. No lubricant was used to facilitate the placement of the capsule. There was no patient or user harm.